Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had alarm for no delivery. Customer¿s blood glucose was unknown at time of incident. Customer declined to perform troubleshoot for no delivery. Insulin pump will not be return for analysis.

Manufacturer narrative:
The information provided in section d with the initial report was incorrect. The correct information has been provided with this report.